Event description:
The needle was placed inside the pt, fired to cut core sample and removed from pt. The dr attempted to retract the needle to retrieve the core sample and the needle wouldn't retract. The core sample is still inside needle. The dr had to start over and obtain another core sample from pt.